Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax (B)(4) submitted a final report to (B)(6) on 08/10/2016 stating "the investigation of the endoscope revealed that the device is in good condition and fully operational. There are no indications for any malfunction of this device". In addition, the report stated pentax (B)(4) has not received any information that would indicate user error as a cause of the event. As stated in the final report, based on the information received from the user and the outcome of their investigation, pentax (B)(4) concluded the device did not contribute to this event. In addition, the report stated the device is currently located at the hospital.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating during pulmonary fibroscopy, the patient presented back pain associated with signs of shock. The presence of pneumoperitoneum was detected. The patient was transferred to (B)(6) where a scan was conducted and the patient was supported in the operating room. The patient died the next morning of multisystem failure.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On 12-mar-2018, a device history review was performed confirming the fiber bronchoscope was manufactured under normal conditions. A nonconformance was found during in-process inspection (installation failure of the cfb) and the device was reworked (reinstallation of the cfb) and passed final inspection and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed. Pentax medical has not received any further information regarding this event, and, therefore, considers this medwatch report closed.